Event description:
Customer requested event log review for a fentanyl infusion running at 300ml/hour instead of 300mcg/hour. Multiple attempts were made requesting event details from customer, no response to specific questions about patient impact. Unknown if there was patient harm and or medical intervention. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The event logs have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation is completed.